Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus. The customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: improper reprocessing. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image had a grainy and yellow tone. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image had a grainy and yellow tone. It is unknown when the issue occurred. There were no reports of patient harm.